Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 118 mg/dl and the sensor glucose was 43mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference was not within acceptable range. The sensor value that triggered the suspend event was 43mg/dl. Threshold suspend limit in sensor settings was 60mg/dl. The sensor will not be returned for analysis.